Event description:
On (B)(6) 2012 it was reported that the handheld had a frozen screen on the first step during the 8.1 software upgrade. The battery was removed and put back in place, the battery lock button was confirmed to be locked, and the handheld lock button was checked. They were unable to perform a hard reset and the screen was unresponsive. They tried to plug the handheld into the wall and unplug it again with no success. The handheld and flashcard were shipped to the manufacturer for product analysis but they have not yet been received.

Event description:
The handheld and both flashcards were received by the manufacturer for product analysis on (B)(6) 2012. An analysis was performed on the returned flashcards and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcards and software performed according to functional specifications. An analysis was performed on the returned handheld and it was identified that the handheld could not complete a hard reset. The cause for the anomaly is associated with a loose connector on the main board that caused the contacts button to be nonfunctional. Since the button was not functioning, a hard reset could not be completed. Once the connector was reseated, the buttons functioned as expected and a hard reset was performed with no anomalies.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.